Event description:
A non-healthcare professional reported during an intraocular lens (iol) implant procedure, the lens was scratched during loading with no patient contact. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).